Manufacturer narrative:
Tracking number: (B)(4). (B)(6). (B)(4).

Event description:
According to the reporter during a right lobectomy, the surgeon fired the vascular load and when he removed the stapler, he noticed that resection was not cut to the cut line of the stapler on the distal tip. Some of the tissue was resected, but not all the way to the cut line mark on the stapler. The staples were formed appropriately. He had to use another load and re-stapled to finish the resection. Current patient status is fine with no issue from this incident. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment or component fell into the patient's cavity. There was no device fragment left in patient's cavity.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia* ultra universal 12mm single use instrument, one endo gia* 30mm curved tip articulating vascular/medium reload and two photographs. Visual inspection of the instrument noted no abnormalities. Visual inspection of the cartridge revealed that the reload was fully fired. Functionally, the instrument was loaded with an endo gia* universal roticulator* 60-3.5 single use loading unit. The instrument and loading unit were applied to test media. All staples were placed and the test media was cleanly transected. The reload was loaded into the subject instrument for functional testing. The reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Visual and functional testing of the returned products confirmed the products met release specifications that were tested regarding the reported condition. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.